Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Event description:
As reported by the user facility ((B)(4)): easypump stopped without being empty.